Event description:
The customer reported, the system shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. The system operates as intended.